Event description:
It was reported that the tourniquet pump was intermittently powering up and then powering off. A back-up pump was used to complete the cases. There were no reports of any delay or adverse consequences.

Manufacturer narrative:
The tourniquet pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.